Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was broken at the shaft. The surface was normal in appearance with the presence of typical jagged tearing, which resulted from breakage of the catheter. The tearing looked like the shaft was pulled with an external forced that could cause the catheter to break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts, or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing related processes. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warning: method for use: do not inflate the balloon in the urethra. [The urethra may be injured]. Do not pull the catheter hard. [The bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] Contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetables oils such as white petrolatum and animal oils0 [they may damage the device and may burst the balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instrument. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the broken catheter was discharged on the 18th day of use. On (B)(6) 2017, the catheter was removed without difficulty, but on (B)(6) 2017, the distal fragment of the catheter fell out of the patient during intermittent urethral catheterization. The nurse was not sure if the total catheter was removed during removal. The doctor confirmed by cystoscopy that there were no other fragments in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the broken catheter was discharged on the (B)(6) of use. On (B)(6) 2017, the catheter was removed without difficulty, but on (B)(6) 2017, the distal fragment of the catheter fell out of the patient during intermittent urethral catheterization. The nurse was not sure if the total catheter was removed during removal. The doctor confirmed by cystoscope that there were no other fragments in the patient.